Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the septal perforator coronary artery. A 2.8x16mm rx graftmaster covered stent failed to cross because the profile of the stent was too big to navigate to the perforation site. It was not reported how the perforation was treated. The graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.